Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unable to be returned.

Event description:
Brush heads keep slipping off toothbrush while brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via social media on 24-jul-2017 that the oral-b brushheads, version unknown keep slipping off of his/her oral-b rechargeable toothbrush, version unknown while he/she was brushing. No symptoms developed. Relevant history: none reported. No further information was provided.